Manufacturer narrative:
Corrected data, should read "product problem". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4), analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not recharge the ins even though the recharger was plugged in. The "charge your recharger" screen was seen. The patient stated the desktop charger status light was illuminated. The patient noted the connector pin did not appear loose or bent. The patient was told to keep the recharger plugged in and see if she gets enough charge overnight and she should call back when repair was available. Additional information received stated that the recharger only charges to 50% but did charge. The ins was stated to be depleted because a power on reset (por) was seen but normal charging was possible. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.